Event description:
It was reported that during an arthroscopy, the dii controller was working with the footpedal. After the insertion point was switched, the cable socket from the handpiece ended up overheating, becoming too hot to remove it from the power unit. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection did not identify any issue. A functional evaluation was performed on the returned device and found a short circuit detected error message. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the failure include damage on the hall board which may contribute to a short circuit or a damaged cord. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the dii controller was working with the footpedal and after the insertion point was switched, the cable socket from the handpiece ended up overheating, becoming too hot to remove it from the power unit. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.